Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with protruded/loose motor support disk. Further testing could not be performed due to the protruded/loose motor support disk.

Event description:
The customer reported that the insulin pump alarmed no delivery during a bolus. The blood glucose reading was 142mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.